Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had been having problems going to the bathroom and that they needed to set the ins for the patient. The caller mentioned that the patient had been having diarrhea, and that the issue started when the patient was in the hospital about 54 days ago in may. The agent walked the caller through connecting to the patient's ins, but the agent got disconnected due to connectivity issues. The agent called the patient representative back to assist, but when the patient representative answered, they stated that they were already able to increase the stimulation. The caller confirmed that the patient was feeling comfortable after increasing stimulation. They reported that the patient would maintain their stimulation and would continue to monitor symptoms. They were redirected to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.